Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that prior to the start of hemodialysis treatment the blue adapter was cracked. Blood leakage occurred from the catheter where it was connected to patient. Treatment was suspended. The patient is currently hospitalized. The patient&#39;s preexisting medical condition is end-stage kidney disease.

Manufacturer narrative:
The product sample returned consisted of one pediatric permcath, 28 cm catheter, visual inspection was performed. It revealed a crack on the thread pitch area of blue adapter (venous adapter). Based on event description, it can be appreciated that before the insertion of the catheter no defects were found, since it states that blood leaking occurred from the catheter where it was connected to patient. Therefore, it can be concluded that the device was damaged during use. This complaint has been confirmed. Based on the available information, the most probable root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection during production. Qa performs visual inspection for adapters integrity, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/27/2014.an investigation is currently underway. Upon completion, the results will be forwarded.